Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 22 mm amplatzer septal occluder was chosen for atrial septal defect (asd) procedure. After the device was prepared and passed initial inspection, the device was loaded and the user deployed the device, the occluder presented in a cobra shape. After one attempt, the device was remove through the sheath and the device was exchanged with a new. No consequences to the patient and the patient remained stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The reported event of "the occluder presented in a cobra shape" could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.